Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 03.037.010, lot: 9807518, manufacturing site: hägendorf, release to warehouse date: march 24, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Note: the following investigation was performed on both the photographs provided and the physical product returned. Visual inspection: the cannulated connecting screw was returned and received at us customer quality (cq). Upon visual inspection of the returned device and the image received, scratches were observed and the etching on the device started to fade but has no impact on the device functionality. No other issues were identified with the returned device. Functional test: a functional test was not performed on the returned device as the mating devices were not returned, dimensional inspection: the outer diameter of the shaft was measured to be within the specification per drawing. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed connecting screw with self-retaining investigation conclusion: the complaint condition was not confirmed for the cannulated connecting screw. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the cannulated connecting screw will not fit into the unknown aiming arm correctly. It gets caught on the metal tip, on the aiming arm, that connects to the unknown proximal femoral nailing system (tfna) nail. The connecting screw wouldn¿t spin into the nail. It was stuck. Surgeon used the other connecting screw in the set. There was a fifteen (15) minutes surgical delay. Procedure was successfully completed. There was no patient consequence. Concomitant device reported: insertion handle (part# unknown, lot# unknown, quantity 1); aiming arm (part# unknown, lot# unknown, quantity 1); tfna nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) cannulated connecting screw. This is report 1 of 3 for (B)(4).